Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to use a different wall outlet and advised to plug the wall adapter into a known working outlet for at least 30 consecutive minutes to allow charging. Customer reported pump battery issue did not resolve. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The initial manufacturer incident report was submitted inadvertently, as the report was already submitted via manufacturer incident report number 3013756811-2025-164234.